Manufacturer narrative:
Citation: yang m, liu w, song l, et al. Early outcomes of the "chimney" commando procedure in the small aortic and mitral annuli. Front cardiovasc med. 2023;10:1139771. Published 2023 jul 24. Doi:10.3389/fcvm.2023.1139771 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of the ¿chimney¿ commando procedure in patients with small aortic and mitral annuli. Of the 30 patients included in the study population, one was previously implanted with a medtronic aortic valve prosthesis (21 mm hancock). As noted in the article, the hancock patient underwent the ¿chimney¿ commando procedure (surgery consists of excision and replacement of the aortic and mitral valves) along with the other 29 patients in the study. However, the specific reason for replacement of the hancock was not given. Heart failure, elevated mean/peak valvular gradients, and prosthesis-patient mismatch were observed among the entire study cohort at presentation. The remainder of the adverse outcome data pertained to the use of unnamed or non-medtronic products.